Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 141 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump had a blank display due to a faulty component on the mother board. Unable to perform the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display anomaly. The pump had a cracked case at the display window corner and cracked battery tube threads.